Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 42 mg/dl. The customer was able to treat their blood glucose with juice and sugar. The customer also reported receiving weak signal alerts and lost sensor alerts. Customer was advised to monitor their sensor and insulin pump. No additional information provided.